Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture at maximum outputs with decreased p wave amplitude. A micro-dislodgement was suspected. The patient reported low heart rates which the physician did not believe was associated with the possible dislodgement. Since the patient has an underlying rhythm, the physician opted to electrically abandon the ra lead. No adverse patient effects were reported.